Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was aborted and continued after transferring the patient to another room. Philips engineer received that the system was not able to display images. No service has been performed by philips as the third party repaired the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was updated correctly.

Event description:
It was reported to philips that the system was unable to display images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.